Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided. Brand name - unknown. Product identification and expiration date - unknown. Manufacture date ¿ unknown. This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.

Event description:
Patient reported to have undergone left knee arthroplasty on (B)(6) 2003. Patient alleges that a left knee revision procedure was performed on (B)(6) 2013, allegedly due to pain. Patient further alleged that the surgeon noted the bearing was fractured upon removal. No further information has been provided to date.